Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned for analysis; therefore, no evaluation could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution was leaking out from the bottom of the door area of a homechoice claria during initial drain, indicating a leak from the cassette. The patient was connected to the machine. The technical service representative (tsr) assisted the patient with ending therapy and removing the cassette. The tsr had the patient feel the gray rubber membrane inside the door and the patient stated it felt dry. The patient was going to start over with a new cassette and bags. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.